Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient has not been provided.

Event description:
It was reported that patient's ipg was found to be at end of life per manufacturer representative. Surgery may take place in the future to address the issue.